Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR # 1225714-2014-03568 and 1225714-2014-03569.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular event on (B)(6) 2009 after the use of the product.